Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer ate carbohydrates with a blood glucose (bg) level of 112 mg/dl and did not want bg level to drop; therefore, customer did not deliver a bolus. Customer's bg level elevated to 380 mg/dl. Customer treated elevated level by delivering a correction bolus via the pump. Tandem technical support recommended customer discuss personal pump settings with health care provider to avoid bg level going low.